Event description:
It was reported that bd syringe 5ml ll euro 125 s/c package was damaged / defective. Supplier reference: 309649. Lot no.: 5317381. Incident date: 02/17/2026. It was reported that "during use, a sealing defect was observed on the syringe packaging, which was not completely sealed. In addition, the pre-cuts were poorly made. This anomaly only affects a few units in the box".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up. A sealing defect was reported on the syringe packaging. To support the investigation, the quality team received and evaluated two photographs of 5ml eurographic syringe packages. The images, taken from different angles, show a strip containing multiple sealed packages with no separation between adjacent packages. This condition is nonconforming to the product specification and is attributable to the packaging process. A device history record review was completed for material number 309649, lot 5317381. The review confirmed that all required visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the approved inspection control plan, released for shipment, and is considered compliant with product specification requirements based on the inspections performed. Based on the investigation and photographic sample assessment, the condition reported by the customer is confirmed.